Event description:
This lead is displaying noise which is causing inappropriate shocks. Impedance values are in within range. It is planned to replace this lead when the associated ICD is replaced due to eos.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.